Event description:
The customer reported via phone call that she had received a battery out limit alarm and her battery was dead. Customer has seen the damage on the pump for about 6 months. Customer woke up last night and she needed to change her reservoir. Customer stated that the pump went into spanish. Customer was able to reset it back to english and the pump seems to be working. Customer stated that there is a crack on the reservoir compartment toward the side and it goes down into the window. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer was hospitalized about 3 months ago. Customer passed out while she was in church. Customer also had a low blood glucose of 39 mg/dl on 05/18. Customer's blood glucose was down around 34 mg/dl and it went down to 19 mg/dl at the time of the hospitalization on (B)(6) 2015. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.